Event description:
It was reported that the right ventricular (rv) lead had high impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the lead had a possible fracture and the pace/sense portion was capped. A new pace/sense lead was implanted and the high volt portion of the lead remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)4).